Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. There is a crack in the casing close to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/19/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 03/03/2014 with the following findings: evaluation revealed that the top of the battery compartment was cracked. An additional crack was observed near the pump case seal. Unrelated to the complaint, evaluation revealed that the keypad cover was found to be peeling off from the base on the left of the up and down arrow buttons. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn at the center of the button. The audio bolus button responded appropriately to button presses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.